Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the involved angio-seal device was not used due to the blood flowed back through the top of the dilator/introducer and not through the small hole of the side of the dilator. Another device was opened and used. There were no adverse consequences, and no significant blood loss reported. No further intervention was needed; the patient was treated as intended. Additional information was received on 7/12/18: after diagnostic angiography, there were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was a pre deployment angiogram performed, with no unsuitable condition at puncture site. Pulsatile bleeding from drip hole was less evident than in normal condition during the locating process. No further intervention required.